Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that 1 bd vacutainer® k2 edta (k2e) blood collection tube from lot # 9036765, and 1 tube from lot # 8345598, had plastic-like foreign matter stuck to the inner side wall that was observed during use, after drawing blood and inverting the tubes. The defects were reportedly later found to be caused by the blood transfer device. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that a piece of what appears to be plastic was found in the tubes after drawing blood and inverting the tubes per procedure. Plastic piece is stuck to the inner sidewall and cannot be removed. Four different patients were affected and two of the four had to be redrawn. All four occurrences happened 06/18. Customer stated that patient identifiers and images are available upon request."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036765. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-02-05. Medical device lot #: 8345598. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-12-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® k2 edta (k2e) blood collection tube from lot # 9036765, and 1 tube from lot # 8345598, had plastic-like foreign matter stuck to the inner side wall that was observed during use, after drawing blood and inverting the tubes. The defects were reportedly later found to be caused by the blood transfer device. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "it was reported that a piece of what appears to be plastic was found in the tubes after drawing blood and inverting the tubes per procedure. Plastic piece is stuck to the inner sidewall and cannot be removed. Four different patients were affected and two of the four had to be redrawn. All four occurrences happened (B)(6) 2018. Customer stated that patient identifiers and images are available upon request."